Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump screen became frozen and the customer was unable to clear it. During troubleshooting with tandem technical support, the frozen screen was able to be cleared. The customer's blood glucose level was 187 mg/dl. The customer indicated that a bolus would be administered.